Event description:
It was reported that the ilet presented repeated alert 38 events consistent with a motor stall, prompting five to six restarts and an unable to proceed message despite attempts to bleed the line; blood glucose was described as at the high end of normal, and the user transitioned to multiple daily injections while awaiting a replacement. Symptoms included absence of hypoglycemia, hyperglycemia requiring medical intervention, or injury. Outcomes included interruption of insulin delivery and a temporary switch to an alternative therapy until device replacement. Investigation included review of device history and remote troubleshooting guidance, including instruction to shut down the device and to synchronize data before return. Investigation of this case revealed a consecutive stalled motor condition associated with the insulin delivery mechanism, consistent with a device malfunction of the pumping motor or related drive components. It was concluded, based on previously established findings for similar reports, that the cause was an unintended device malfunction related to motor stall without user-related or clinical precipitating factors.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.